Manufacturer narrative:
D9: date unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing confirmed the customer reported issue. Preventative maintenance was performed to correct the issue. Device passed all testing after preventative maintenance.

Event description:
It was reported that the battery was depleted, the pump will not run and it was alarming. Per reporter, there was infusion failure while attached to a patient as the pump had loss of power while running. The infusion had been running as a pib infusion 20mls dose, 4 hour interval with more than 100mls administered to the patient. Ac cable was attached but the pump was failing to charge. The pump removed from patient and replaced with alternative. Rechargeable battery displays 100%. The event occurred at the hospital. No patient harm/adverse event reported.